Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds one additional report against the provided product and lot combination. The additional report was non-verifiable as the device was not returned. A two year search of the complaint database against the provided product code did not find any additional reported events. The investigation could not draw any conclusions about the reported breakage without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaint through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The red shim broke in half.